Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2018-04263. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that the flow rate suddenly dropped and the speed decreased to zero. The motor was changed and restarted, but again a sudden stoppage occurred. The primary console was exchanged. The patient was reportedly not harmed or injured due to the event. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported event could not be confirmed nor reproduced during testing of the returned primary console. The returned console was evaluated and tested, and the reported event was not reproduced during evaluation. The console's battery was replaced due to being due for preventative maintenance based on the battery due date. The system was then charged for over 12 hours. Battery maintenance was performed without any issues. Safety tests and preventative maintenance were performed without any issues. The returned console functioned as intended during testing. As a result, the root cause of the reported event could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.